Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
(B)(6) 2025 ¿ the end-user reported receiving an alert 35 - insulin occlusion. They observed air bubbles in the tubing during filling, and additional bubbles appeared when pressing and holding. Support explained the importance of eliminating air bubbles during cartridge filling. The user¿s bg was 144 mg/dl at the time of the call. A supply change was recommended, and the user began filling a new cartridge but experienced difficulty clearing the bubbles and ended the call, stating they would reconnect when available. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.